Manufacturer narrative:
Patient information was requested but has not been provided. A medtronic representative went to the site to test the equipment. A test of the system could not reproduce the noise issue reported. However, the motion batteries were found to not be holding a charge. The batteries were replaced and the system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A biomed representative reported that during a spine surgery when attempting a 3d spin the imaging system was making noises. He did not have any other information to provide.